Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt a burning sensation exclusively at the pocket site. The higher stimulation was the more burning sensation was felt. The patient didn't feel the burning sensation when therapy was off. At a lower stimulation level, the patient felt no paresthesia, just the burning sensation. The hcp told the rep to have the patient turn therapy off. On (B)(6) 2016 when the rep had the patient turn therapy back on the patient was still feeling the burning sensation. Impedance was 1,100 to 1,200 ohms. The rep noted that he already checked some of the impedance with each programmed electrode and would try again on (B)(6) 2016. Testing the lead first before replacing the ins if the hcp decides to revise was discussed. The rep was to meet with the patient on (B)(6) 2016 to check the system again and then consult with the hcp. The issue began a couple days after implant and the rep was aware of the issue a couple days after implant.

Manufacturer narrative:
Corrected data: manufacturer report 3004209178-2016-23197 follow up number 6 aware date is 2017-03-31. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the consumer. It was reported that the ins failed well before the expiration of nine years. The patient was told the ins had a nine year device life. The patient suffered damages due to the ins was defective.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the device was not working, was useless, and the patient¿s healthcare professional (hcp) and manufacturer representative (rep) said not to turn it on anymore. The device shocked the patient on the very first day on (B)(6) 2016 and never helped with pain in the back. The trial went well and had good results. The patient had rsd. It was noted that the hcp and rep told the patient that there was a defect in the stimulator. The patient noted that they were scheduled to have the device removed and another one put in on the day of the report, but the manufacturer would not pay for it.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code does not apply.

Event description:
Additional information was received from the patient reported that the device (spinal cord stimulator) doesn't work or is defective. The manufacturer representative reported on that he was concerned that there may be an issue with the fluid in the battery. Each electrode was checked twice, and they were fine. The device checked out fine, and an x-ray had been done and that appeared okay.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All information regarding regulatory report #3004209178-2016-24393 will now be captured in this regulatory report.

Event description:
Additional information was received via a manufacturer representative from a patient that reported that there was an extreme burning sensation in the pocket and shocking down the legs. All electrodes were tested individually for impedance issues and checked out normal. The patient was programmed with various lead and electrode configurations and the sensation persisted. The battery was replaced on (B)(6) 2016 and the symptoms were alleviated. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient experienced burning and shocking at the battery site when turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting the patient had reflex sympathetic dystrophy sydrome in right knee and chronic lower extremity pain. The ins failed within four months. From the day of implant, the device exhibited problems. On the way home from the hospital on the day of implant, the patient began to experience pain at the implant site. The rep told the patient to turn the device on, upon doing so, the device shocked and jolted the patient causing excruciating pain. The patient also began experiencing extreme heat and a burning sensation at the implant site almost immediately after implant, due to heat generated by the device. The patient was instructed to turn the implant off on (B)(6)2016. The patient met with the rep on several occasions at the doctor¿s office to see if the issue could be alleviated, but after several attempts the patient was told t hat they believed there was a crack in the lead header and that there was nothing more that could be done. The patient incurred: physical pain, physical impairment, mental anguish, disfigurement. No further complications were reported or anticipated.